Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the device cut but did not staple. The procedure was converted to open. The pt lost 1500cc of blood and required a transfusion.